Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon has reported to us that he has experienced a number of pinnacle liner dissociations where he has needed to perform revision surgery to replace the pinnacle liner and/or the acetabular cup. He reports approximately 5 or 6 pinnacle liner dissociations over the course of the last couple of years. Note pc's reports have been completed for cases which dps have attended and been notified of at the time. Surgeon does not want to provide further patient/implant details for the revision cases he has mentioned. He has also suggested that reasons for the pinnacle liner dissociations are likely caused by poor surgical technique as he said they have all been patients that he operated on earlier following return from his training. He commented that the cases have all been performed from the posterior approach using a +4/10 degree liner. He also notes that a couple of cases where he has revised a liner have been a result of the patient being involved in high energy trauma (he referenced one patient who had been in a soccer slide tackle and another patient who had fallen). Unfortunately as surgeon is unwilling to provide further specific case information with regards to these cases there is no further information available and this pc is surgeon complaint only.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (DHR) review, was not possible because the required lot code was not provided.